Event description:
The neurologist reported that the patient's high impedance was first observed on (B)(6) 2017. The patient's increase in seizures is above pre-vns levels. X-rays have been taken, but will not be provided to the manufacturer for review.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: initial report inadvertently did not include outcome of adverse event.

Event description:
The patient underwent surgery to resolve the high impedance. Per the company representative, lead pin reinsertion into the generator header resolved the high impedance, and system diagnostic tests were within the normal limits after surgery. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns has high impedance and they have been referred to for a full revision. The patient's seizures have increased and the physician believes this is due to the high impedance.